Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device remains in the pt. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.

Event description:
It was reported that PICC was inserted into pt's body 15 months ago. On (B)(6) 2013,when the nurse tried to remove the catheter, she found the catheter stay still in pt's body. On (B)(6) 2013, when the pt transferred into vascular surgery dept. Doctor tried to pulled out of the catheter and unfortunately the catheter was broken into two parts when he did this process. Part of the catheter stayed in pt's body and x-ray showed that the rest of the catheter was adhesion to svc tightly. Pts' relatives refused to take actions to remove the rest of the catheter. Till now the pt left hospital and went home.